Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of the reporting event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system could not be switched on. During troubleshooting, the building service checked and found that the 3 phases were in place, but the on/off leds (light emitting diode) in the m cabinet were not lit. The fse suspected that the mpdu (main power distribution unit) was defective and replaced it. The issue persisted after replacing the mpdu. Upon further troubleshooting, it was found that the circuit breaker was defective which was not a part of philips, it is the hospital's electrical system. To resolve the issue, the circuit breaker was replaced by the customer. After the replacement, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. This scenario includes situation in which the main hospital power supply is not functioning or there is localized power failure that is not caused by the allura device. Since the malfunction of an external power source would not be considered a device malfunction of the allura system, this event would not be reportable. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.